Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital affiliated with (B)(6) university school of medicine. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, forty tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo demonstrates underfill. In addition, 20 retained samples were subjected to functional tests, and all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, forty tubes underfilled. No adverse impact was reported regarding the patient or user.